Event description:
It was reported that the circuit connection alarmed. There was no patient involvement.

Manufacturer narrative:
G4 is unknown. No product information has been provided. B3: date of event is unknown; no information has been provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device microswitch, which was determined to be misaligned. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device microswitch was replaced, and the device passed all testing.